Manufacturer narrative:
Unexpected shutdown- no failure identified.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the wake button has stopped functioning. Reportedly, the pump still turns on when plugged into a power source. In addition, it was reported that the pump unexpectedly shutdown at 80% battery life. Customer stated that the pump is continuously beeping, and the touchscreen is frozen and delayed at times. Customer's blood glucose level was 205 mg/dl. A bolus was delivered to address customer's blood glucose level, and customer reported that they have a back up pump for continued insulin therapy.